Event description:
It was reported that the locator screw of implant #22 was fractured, fracture was also noted on the collar of the implant.

Event description:
It was reported that the locator screw of implant #22 was fractured, fracture was also noted on the collar of the implant.